Event description:
Caller reported that t:slim x2 pump battery was not charging. There was no adverse impact to customer¿s blood glucose level. Customer contacted their healthcare provider as no backup insulin therapy was currently available.